Event description:
It was reported that the patient had presented to the clinic with elevated pacing lead impedance. The pacing lead impedance was still within normal range. No further testing was done. The patients condition is good and will be monitored monthly.